Manufacturer narrative:
Clarification: evaluation method codes: the filler was injected into the patient and is not accessible for return. The syringe was discarded. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known potential adverse events addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported being injected in the lips and marionette lines with juvéderm. Patient was also injected with botox® in the upper part of the face. Patient presented ¿eyebrow drooping days after injection¿; this event is not device related. 7 days later, patient had a follow up with the injector, who told the patient to have ¿tight muscle¿ and offered more botox®, which the patient declined. On the same day, the patient was injected in the jawline with juvéderm. Patient takes zoloft®. Patient experienced lumps/bumps on the left and right side of the chin / jawline, injection site, about 3 months later. The area is tender, and the right side is a little bigger that the left side. The lumps are noticeable. The following month the patient was started on antibiotic as physician thought it was possibly biofilm formed around the area or bone infection. No biopsy has been performed. They are waiting to see if treatment works ¿as antibiotic would not work on biofilm as it wouldn¿t penetrate it¿. Event is ongoing. Healthcare professional (hcp) clarified injecting the patient in the nasolabial folds with 1 ml of juvéderm vollure¿ xc and in the lips with 0.5 cc of juvéderm volbella® xc on the same date. Patient was not injected in the marionette lines. The treatment sites were cleaned with etoh. Blt was applied for minutes. The patient was concomitantly treated with botox®. The injector clarified that 7 days later the patient was injected in the jawline with 1 ml of juvéderm voluma® xc. The treatment sites were cleaned with etoh. Blt was applied for minutes. Treating hcp confirmed the patient reported adverse event and added ¿lumps are visible. Right is larger, slightly tender, warm to touch.¿ the nodules were noted as ¿enlarged¿. Infection or biofilm has not been confirmed, ¿felt warm to touch, enlarging over two days.¿ the nodules are referring to the event that ¿possibly¿ could be biofilm or infection. The antibiotics were given for ¿suspicion of infection- biofilm versus delayed onset inflammatory nodules.¿ in the hcp¿s opinion, the event is likely due to the jawline filler. Patient additionally reported to now have ¿bumps¿ in the lips. The doctor told the patient to have ¿an allergic reaction to juvederm.¿ patient was sent to a plastic surgeon and will put another antibiotic and antihistamine. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00462 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2020-00463 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.